Event description:
It was reported that bd maxguard administration set with needleless y-site(s) luer lock collar broke during disconnecting and caused leakage. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. P injuries or adverse event: no reported issue: distal port causes sticking of 40" IV secondary rotating male luer lock. Upon attempting to disconnect, luer lock breaks and if the primary line is not clamped, all fluids rush out. This has happened 3-4 times so far.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of component damage (no leak) could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that bd maxguard administration set with needleless y-site(s) luer lock collar broke during disconnecting and caused leakage. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. P injuries or adverse event: no. Reported issue: distal port causes sticking of 40" IV secondary rotating male luer lock. Upon attempting to disconnect, luer lock breaks and if the primary line is not clamped, all fluids rush out. This has happened 3-4 times so far.